Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a single, high impedance measurement; no other diagnostic indicators were indicative of a device problem. With the timing of the anomaly being so close to implant, it was suspected this could have been related to a dry pocket or post implant air entrapment. The issue has since resolved and not presented any further anomalies. No resulting adverse patient effects were reported.